Manufacturer narrative:
The customer reported that the central nurse's station (cns) was experiencing intermittent communication loss with all device in trauma. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent communication loss with all device in trauma. No consequence or impact to any patients.

Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent communication loss with all device in trauma. No consequence or impact to any patients.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, (B)(6) reported the cns (mu-971ra sn:605) was experiencing intermittent communication on all devices in the trauma department. There was loss of both waveforms and numeric data. The length of interruption was also intermittent. Service requested troubleshooting/assistance. Service performed customer reported the issue was resolved with a reset of the poe switch in the closet and requested for the ticket to be closed. Investigation result the root cause is determined to be an issue with the poe network switch. This is a supporting accessory not the patient monitoring device. The cns was operating within specifications. This issue is detected at the cns, which would notify the staff of issue with message "communication loss". The issue was resolved by resetting the switch. Maintenance and care of the switch is not under nk control as it is located at the customer's facility. A review of customer's complaints found no further reported issues with communication loss as of (B)(6) 2019. A search of "comm loss switch" using similar tickets query found no similarly reported issues from 2018 or later. This issue does not represent an adverse trend.